Event description:
It was reported that residual volume was increasing over the last few monthe of use, indicating a reduced infusion rate. It was decided to explant the pump. There were no pt complications.